Manufacturer narrative:
Visual inspection of the driver revealed a loose screw inside the unit and two more screws unfastened but not loose inside the driver. The loose screw was traced back to its original location and the missing screw in that location was not the cause of the reported customer experience. The driver's alarm history was reviewed and revealed two recorded alarms: fault codes 2d and 4b. Since no signs of secondary motor engagement were observed, it is likely that the first alarm (fault code 2d) was produced at syncardia during the last servicing of the driver prior to shipment to the customer. The second alarm (fault code 4b) is an alarm typically recorded after the driver is disconnected from the patient (i.e. A load). Neither of these alarms aligns with the customer-reported driver stop and restart. A investigation has found no alarms or physical evidence of a prolonged driver stop. Given that a loose screw was found during the failure investigation, it is possible that the loose screw could have made a temporary short which caused a temporary pause in operation of the primary motor which was short enough in duration as to not trigger an alarm. Simulation testing during the investigation has indicated that a temporary short circuit can occur without producing any alarms or physical evidence. The returned driver in the "as received" condition passed all sections of functional testing. Additionally, an extended observation run was performed and the driver functioned as intended with no observed pauses or alarms. In summary, the reported driver stop was not able to be confirmed by alarms or physical evidence, therefore, the root cause was not able to be conclusively determined. In the event that a loose screw was a contributing factor, we have implemented visual inspection improvements to ensure screw integrity. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. Ce 4837 follow-up report 1.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that a patient on the freedom driver at home had changes in consciousness after the freedom driver momentarily stopped then restarted with alarms. The customer also reported that the patient's caregiver switched the patient to a backup freedom driver and did not require further intervention.